Event description:
Pt for acute coronary intervention with attempted percutaneous transluminal coronary angioplasty of the left anterior descending. Patroit guide wire advanced and placed along side the prowater wire into the terminal lad. Catheter advanced to a point mid lad and could not be advanced further presumably due to disease. Gentle force used to attempt to advance the catheter without success. Attempted to remove extraction catheter but found fixed on guide wire. Guide wire and extraction catheter removed en bloc. Noted on angiography a high-flow perforation into pericardium from proxmal lad. Later, inspection of the patroit wire and the xsizer: the patroit wire appears to be a braided wire - what appears from inspection is that the wire has shortened by braiding being bunched towards the tip of the catheter.